Event description:
It was reported that during a pta / stenting treatment procedure involving a left iliac lesion, a stent embolization and vessel dissection occurred. The lesion being treated was a calcified, 80% stenotic lesion in the tortuous left iliac artery. The physician secured lesion access via an 8f terumo introducer sheath. The physician attempted to insert the express-biliary ld, pmtd, 8.0x40x75cm stent into the left femoral artery (lfa), but it would not cross. While attempting to pull the stent out of the pt's body, the stent came off the delivery system balloon. A small, mild dissection occurred in the left femoral artery (lfa) when the stent was successfully snared. The physician could not pull the stent back into the sheath, so the crushed stent, snare, and sheath were removed through the femoral access site together with the sheath as a unit. The pt was asymptomatic during this event. Manual pressure was applied to the site, followed by temporary application of a femstop device. Pt status is reported as "stable".

Manufacturer narrative:
The complainant indicated that the stent and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.